Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complains of alarms while on mobile power unit (mpu) with no symptoms and their mean arterial pressure (map) within normal limits at 92.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while on the mobile power unit (mpu) was able to be confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2022 ¿ 27jul2022 per timestamp). Low bus voltages were active on (B)(6) 2022 from 01:14:45 ¿ (B)(6) 2022 at 11:19:35 and intermittently on 27jul2022 from 02:13:30 ¿ 15:19:07 while the controller was connected to the mpu. The voltages were measured to be as low as 11v which is below the expected 14v. The low bus voltages did not trigger any alarms to activate. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting the serial number of the mobile power unit (mpu) and of the exchanged 14v li-ion batteries, if the cause of the alarms on the mpu were identified, and if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states that power module preventative maintenance must be performed at least once every 12 months, which includes replacing the patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.